Manufacturer narrative:
Additional information: section h imdrf annex codes, manufacturer narrative and section b describe event or problem. Correction: section d unique device identifier (UDI). Part analysis: the report of the drawer failure was confirmed by fse. According to work order (B)(4) the field service engineer (fse) found drawer 5 irrecoverable during inspection flex cable had been replaced earlier. Drawer was swapped with an enhanced full height unit on the station. The fse replaced pyxibus module controller. Laboratory inspection confirmed that the drawer received did not present visible damage. The metal cover for the pyxibus controller was missing and was not included with the drawer. Laboratory testing found the right side bearing retainer migrating and the ball bearings were observed falling out. However no irregularities were found in the pcbas during multimeter and hta testing. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported drawer failure was not identified. Thorough testing of the returned drawer did not produce a malfunction.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure and was not detected on bus. As per part investigation, it was determined that, metal cover for the pyxibus controller was missing and was not included with the drawer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure and was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure and was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer found issues with full-height drawer 6 on the main unit. Replaced the flat flex cable and pyxibus controller, then restarted the station. Ran diagnostics; some pockets still failed. Found main drawer 5 (legacy fh) unrecoverable and replaced it with an enhanced fh drawer. The fse checked lights, cables, and cleaned debris. Performed functional tests, and the customer verified all functions were working normally in the application. The system functioned as intended after the field service engineer repaired the device.